Event description:
It was reported that during the preparation for a stenting treatment procedure, stent damage was noted. The stent was removed from the packaging and it was noted that the stent was stretched at the proximal end. The procedure was completed with another device. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during the preparation for a stenting treatment procedure, stent damage was noted. The stent was removed from the packaging and it was noted that the stent was stretched at the proximal end. The procedure was completed with another device. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the device was returned with no packaging. The stent was centered between the proximal markerband on the tightly folded balloon with the last seven distal rows of struts damaged and stretched passed the distal markerband. Magnified inspection presented no evidence of any product quality deficiencies contributing to the stent damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4)